Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The company service representative examined the system and did not find an issue with the system. Preventative maintenance (pm) was performed. The system was then tested and found to meet all product specifications. The technical investigation shows that the device meets the specifications. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
The surgeon reported a patient experienced bubbles in descemet during the main incision of unknown eye. Attempts have been made to obtain additional information. No further information has been received.